Event description:
A health care professional from united kingdom reported that that they received a box of microlet® lancet, and found that one lancet did not have plastic molding or plastic cap. There has been no allegation of a needlestick injury or any other associated adverse event. The device is not expected to be returned for evaluation.

Manufacturer narrative:
As there was no patient involvement, no information was captured in section a1, a2, a3 and a4. The microlet® lancet with sku # 6547r and lot # f09e8s has 510k # of k220633 and UDI # (B)(4). The device was distributed outside the us, therefore, no gudid information exists.